Manufacturer narrative:
(B)(6). Device lot number not provided/unknown. Device not returned for evaluation

Event description:
It was reported that the mount (mmc15) fractured inside of the implant during placement. The implant was removed and another one was placed in the same surgery. Tooth location 19.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). One osseotite ® tapered implant was returned for inspection with a mating implant mount. The collar of the implant shows significant signs of tool damaged, and the drive feature is confirmed to be damaged. The mount screw is fractured at the threaded region. The implant drive feature contains a fractured piece of the mount screw. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates the implant mountscrew fractured into the implant, and required removal of the components. Alleged event was confirmed during inspection. A singular root cause could not be determined.